Event description:
It was reported that device fracture occurred. A .014/190cm transend guidewire was selected for use. However, upon unpacking, it was noted that the middle part of the device was fractured. The device was not completely separated. Upon inspection of the packaging, the seal of the outer packaging was noted to be damaged, but the aseptic packaging was undamaged. The procedure was completed with another of the same device. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).